Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, and urinary problems. It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and a sparc device was implanted in patient for sui. It was further reported that the patient underwent removal of sparc sling in (B)(6) 2006 due to erosion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure in 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.